Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The air compressor tube was replaced to resolve the reported issue. (B)(4).

Event description:
The hospital reported that the compressor air tube was broken. There was no report of patient injury.